Manufacturer narrative:
The information about the viral load testing was provided on 02/23/2017. Further investigation of the customer issue included a review of the complaint text, in-house testing, batch record review, a search for similar complaints, and a review of labeling. Return material was not available. A sensitivity testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. Seroconversion panels were tested; all specifications were met indicating the lot is performing acceptably. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect hbsag qualitative ii reagent list number 02g22, lot 66199fn00, was not identified. This report is being filed on an international product, list number 02g22 that has a similar product distributed in the us, list number 4p53.

Event description:
Additional information was received: the customer indicated a negative result of 0.20 s/co was generated on (B)(6) 2017. The patient had previously been tested using a second lot and generated a result of 0.19 s/co on (B)(6) 2016. The specimen was retested by molecular viral load and generated a positive result.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient code (B)(4) was selected since there was a delay in receiving medication, no known impact.

Event description:
The customer observed a (B)(6) result for one patient while using the architect (B)(6) qualitative ii assay. The customer indicated that the patient is a known (B)(6) patient. No specific result data has been provided. The customer indicated that the patients medication tenoflovir was delayed until their next appointment due to the (B)(6) result. No timeframe for the delay was provided. No information was provided whether the delay impacted the patient.